Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image indicated that the needle had broken and the plastic sleeve of the device had a sharp bend. A visual inspection revealed that the depth indicator was at manufacturing specifications. There was minimal debris present on the device. The shaft of the device was severely bent, as well as the proximal end of the broken needle. The suture and anchors had been removed from the device. The anchors were bent as well, especially t1. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. The complaint was confirmed. Factors that may have contributed to the failure include excessive bending or torsion on the device or misplaced force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the needle shaft of the fast-fix 360 broke off. The needle was removed using a punch. A backup was available to complete the procedure with no other complications. It is unknown whether there was a delay in the case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.